Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The patient was placed on hospice care and expired. It was reported the outcome was device or therapy related and that the device parameters were within normal limits for the patient. Although the device operated as expected, the cause of death was not identified. When the patient was in the hospital, they saw that they had multiple clots possibly due to subtherapeutic international normalized ratio levels.